Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient experienced high blood glucose level event on (B)(6) 2026. The site of insertion was lower back. The patient's blood glucose level was treated with manual injection. No further information available.